Event description:
A customer reported it looked like "there is water in the meter" and also receiving unknown error message on their freestyle lite meter. The customer further reported as a result, he experienced a hypoglycemic episode with a subsequent loss of consciousness. The customer reportedly self-treated by drinking juice and water to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The returned meter was investigated. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. Additionally, visual inspection on the returned meter did not identify water in the meter. The complaints are not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.